Event description:
It was reported that the implantable cardioverter defibrillator showed a drop in battery voltage that was significantly more than anticipated. This occurred during a period where the device was not being assessed via merlin.net transmission in (B)(6) 2018 and device did not trigger battery performance alert (bpa). The device was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.